Event description:
It was reported that a patient was on the highest settings and got her implantable neurostimulator (ins) changed out every six months or so. It worked great, but she could tell when it went out. From (B)(6) to (B)(6), the patient¿s healthcare provider had her at 4, and in (B)(6) it was increased to 6. The patient felt better, but by (B)(6) the ins died. The device setting was in cycling and battery depletion was normal. The patient couldn¿t eat and she threw up when the ins wasn¿t working, which happened the weekend of (B)(6) 2015. She got an IV for 24 hours to give her stomach a rest, and then she drank juice for a couple of days. If it went beyond a couple of days, she was in trouble. The ins was replaced on (B)(6) 2015 and the patient recovered without permanent impairment. She received assistance from her doctor or manufacture representative and her concerns were resolved. The patient thought it would be great if the manufacturer could figure out how to make the ins last longer.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).